Manufacturer narrative:
Insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. Unit was programmed with multiple bolus and basal rates and monitored. Every bolus and basal were delivered and recorded properly in bolus/basal history screen. No delivery anomaly noted. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had sensor error alarm during testing due to faulty electrical component on radio frequency board. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that customer experienced bleeding at sensor site. Caller reported that customer was advised by healthcare professional that insulin pump should be replaced due to not working. It was reported that customer was taken to the hospital due to stent and other health issues which were causing customer to have excessive blood glucose fluctuation. Caller requested a letter of analysis before moving foward with a decision for insulin pump. Insulin pump would be sent for failure analysis.